Event description:
The customer reported error code 260.4130. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from the date of manufacture 02/27/2015 to the present date 12/03/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200203553 for out of calibration which does not correlate to the customer reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported error code 260.4130. No patient involvement.